Manufacturer narrative:
Failure analysis revealed that the insulin pump was received unit with intermittent button response due to corroded keypad traces. No scrolling numbers noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The unit communicated properly with sensor simulator test. No sensor error or calibration anomaly noted. The device functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the numbers were scrolling on their own. The blood glucose reading was 111 mg/dl. The patient stated that he was not able to calibrate due to a sensor error alarm. He removed the battery and had to reset the time and the date. The insulin pump was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.